Event description:
A dreamstation CPAP device was returned to a third party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam degradation.